Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she fell down on the insulin pump. When she tried to give herself a bolus, insulin kept delivering. The insulin pump had a delivery anomaly, it was over delivering. Customer's blood glucose level was 89 mg/dl. The numbers appeared to be scrolling up too fast on the screen. The device was not returned.